Manufacturer narrative:
The device was returned for evaluation. The unit was received with the upper and lower handles out of adjustment and not holding properly. Both shock cushions were worn and needed to be replaced. The unit was received with the std. Adaptor and not the tri-star adaptor. The device history record (DHR) review was unable to be completed as the provided serial number ((B)(4)) does not appear to be a valid integra identification number for product a2009. The device was manufactured in 2018. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the a2009 ultra 360 patient positioning system was not locking properly. There was no known patient injury or surgery delay.